Manufacturer narrative:
Siemens healthcare diagnostics is investigating the issue. The cause of the discordant, falsely low ctni results on one patient sample is unknown.

Event description:
A discordant, falsely low cardiac troponin I (ctni) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting higher. The sample was repeated on a dimension exl w/rms instrument, resulting higher during the initial run, lower upon first repeat, and high upon the second repeat run. A new sample was obtained from the patient and run on both instruments, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ctni results.

Manufacturer narrative:
The initial MDR 1226181-2015-00448 was filed on august 03, 2015. Additional information (08/31/2015): a siemens headquarters support center (hsc) specialist reviewed the instrument data. The hsc indicated that the instrument had a noisy readvf (numeric value to monitor reagent quality) and the imprecision on the sample was consistent with microclots .the instrument did not show any imprecision on this or other samples when processed in a sample cup. The issue was isolated to the primary tube. The customer performed a preventive maintenance and did not obtain any additional discordant ctni results. The cause of the discordant, falsely low ctni results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.